Event description:
A pump alarm was reported during insulin delivery, specifically alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy. A box of cartridges was sent to the customer.